Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspect of a fracture. The lead had high pacing impedance, oversensing, and noise with non-physiological events. The pace/sense portion of the lead was capped, leaving the high voltage portion of the lead in use. A new pace/sense lead was implanted. No patient complications have been reported as a result of this event.